Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). B5 describe event or problem: updated. E1 initial reporter name: corrected.

Event description:
It was reported that balloon ruptured. Agent dcb mr 2.50 mm x 20.00 mm balloon was selected for procedure. During procedure, on inflation balloon lost contrast as it was punctured. Procedure was completed and patient was hemodynamically stable after procedure. It was further reported that less than 30% stenosed target lesion was located in the mildly calcified distal segment. The lesion had previously been satisfactorily predilated. Issue was observed at the beginning of the inflation. Balloon was successfully removed from the patient and procedure was completed with another device.

Event description:
It was reported that balloon ruptured. Agent dcb mr 2.50 mm x 20.00 mm balloon was selected for procedure. During procedure, on inflation balloon lost contrast as it was punctured. Procedure was completed and patient was hemodynamically stable after procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured. Agent dcb mr 2.50 mm x 20.00 mm balloon was selected for procedure. During procedure, on inflation balloon lost contrast as it was punctured. Procedure was completed and patient was hemodynamically stable after procedure. It was further reported that less than 30% stenosed target lesion was located in the mildly calcified distal segment. The lesion had previously been satisfactorily predilated. Issue was observed at the beginning of the inflation. Balloon was successfully removed from the patient and procedure was completed with another device.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 2.50 mm x 20.00mm device. A visual, tactile, microscopic examination and leakage analysis was performed on the device. The balloon was examined, and no issues were noted. Balloon wings were subjected to positive pressure and was returned in a deflated state. The balloon was inflated to rated burst pressure of 14 atmospheres with no issues. No device issues were identified during returned product analysis. (B)(6).